Manufacturer narrative:
Zoll medical australia evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full functionality testing, ECG stress testing, with the returned accessories on a simulator without duplicating the report. The device was determined to be working as expected, was recertifid and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.